Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the right internal iliac artery aneurysm. On an unknown date, it was reported that the left common iliac artery became aneurysmal, and infection was suspected in the aneurysm. On (B)(6) 2021, the patient underwent reintervention. The left internal iliac artery was coil embolized and the additional stent grafts were deployed to extend the device to the left external iliac artery. The physician stated that the infection was suspected the left common iliac artery had rapidly become aneurysm in about six months.

Manufacturer narrative:
H6: investigation findings, conclusion codes.